Manufacturer narrative:
The reported meter was returned and an investigation is in process. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown. (B)(4).

Event description:
A health care professional reported receiving a high adc reading of 268 mg/dl as compared to a laboratory reference reading of 135 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the health professional ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The returned meter was investigated with controlled test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
(B)(4).